Event description:
The customer reported that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
The customer canceled the ge service call. The power was out in the hospital operating room causing the system not to boot up. The system was operating as intended.